Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. The peritonitis was manifested by cloudy effluent. On the day of the onset of the peritonitis, the pt was hospitalized. On an unreported date, the pt was treated for the peritonitis with unknown antibiotics (dose, route and frequency not reported). Four days later, the pt was discharged from the hospital and the pt was recovered from the event. The cause of peritonitis was unknown. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h17044 and h13j21084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.